Manufacturer narrative:
This report is being submitted to provide additional information based on the approved final investigation. Corrected field: added h6 medical device problem code. Updated fields: g3, h2, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported issue was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the aspiration needle broke inside the patient. The issue occurred during an unspecified diagnostic procedure. The customer was able to retrieve the broken piece and completed the procedure using a similar device. There were no reports of further patient harm. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle broke inside the patient. The issue occurred during an unspecified diagnostic procedure. The customer was able to retrieve the broken piece and completed the procedure using a similar device. There were no reports of further patient harm. Additional information was requested, but was not available at the time of this report.